Event description:
The company representative has heard from different health care providers that the activa sc and activa pc battery voltages for dbs patients are fluctuating a lot in an unpredictable way. For an example they may go from 2.97 to 3.01 to 2.7 on different clinic visits. It has also been seen that the battery voltage went from 3.0 to 2.97 within a month¿s time. The health care providers have reported it both decreasing and increasing in an unpredictable way. Additional information has been requested. Reference manufacturer report# 3007566237-2013-04012.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# unknown, product type: implantable neurostimulator; product ID: 37642, serial# unknown, product type: programmer, patient; product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).